Manufacturer narrative:
Please note that the following sections were inadvertently missed on the initial MFR report and are being corrected on this follow-up #01 MFR report: 1. Device available for evaluation? 2. Returned to manufacturer on. 3. Device returned to manufacturer? 4. Additional narrative and/or corrected data: results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil had offset coil winds and was exposed out of the distal tip of the non-penumbra microcatheter. Conclusions: evaluation of the first returned smart coil revealed the pusher assembly mid-joint was proximal to the introducer sheath friction lock. If the pusher assembly mid-joint is retracted proximal to the introducer sheath friction lock, resistance will likely be experienced when attempting to advance the device. This resistance likely contributed to the reported inability to advance the device out of its introducer sheath. Further evaluation revealed kinks on the pusher assembly. If the smart coil is forcefully advanced against resistance, damage such as kinks may occur. During functional testing, the pusher assembly unable to be advanced out of its introducer sheath beyond the kinks on the pusher assembly. The outer diameter (od) of the pusher assembly was measured to be in specification. Evaluation of the second returned smart coil revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If the pusher assembly mid-joint is retracted proximal to the introducer sheath friction lock, resistance will likely be experienced when attempting to advance the device. This resistance likely contributed to the reported inability to advance the device out of its introducer sheath. Further evaluation of the returned smart coil revealed that the embolization coil winds were offset. If the introducer sheath is not properly aligned within the hub of the microcatheter prior to advancement, damage such as offset coil winds may occur. During functional testing, these offset coil winds were compressed within the introducer sheath and prevented the coil from being advanced out of its sheath. The outer diameter (od) of the device was measured to be in specification. Evaluation of the third returned smart coil revealed that the device was stuck inside a non-penumbra microcatheter. The distal end of the smart coil was outside the distal tip of the non-penumbra microcatheter. During functional testing, the smart coil was attempted to be retracted from the non-penumbra microcatheter and resistance was experienced and the device was unable to be removed from the microcatheter. Subsequent, forceful attempts to remove the device lead to the embolization coil detaching from the pusher assembly. The pusher assembly was then able to advance and retract through the proximal end of the non-penumbra microcatheter without issue. The smart coil implant remained stuck within the distal portion of the non-penumbra microcatheter and was unable to be advanced or retracted. The root cause of the resistance could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 1. 3005168196-2019-00506. 2. 3005168196-2019-00507.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2019-00506; 3005168196-2019-00507.

Event description:
The patient was undergoing a coil embolization procedure in the major aortopulmonary collateral artery (mapca) using penumbra smart coils (smart coils). During the procedure, the physician successfully placed three smart coils using a non-penumbra microcatheter. The physician then was unable to advance two smart coils within their introducer sheaths. Therefore, the smart coils were removed. The physician then successfully placed two additional smart coils. The physician then attempted to place another smart coil; however, the physician felt resistance and was unable to advance it more than partially into the target location. The smart coil became stuck within the microcatheter and, therefore, the smart coil and the microcatheter were removed together. The procedure was then completed using a new microcatheter, new coils, and a new smart coil. There was no report of an adverse effect to the patient.